Event description:
During an inspection of a beckman coulter model j6-mi centrifuge, a field service engineer (fse) reported that the door of the j6-mi centrifuge could be opened while the rotor was spinning. The fse proceeded to power down and lock the centrifuge, rendering it inoperable. There was no report of injury or death associated with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the centrifuge and discovered that the door could be opened due to a defective latch, which is a safety mechanism which prevents opening of the door while the rotor is spinning. The fse noted a piece in the latch that looked bent upon initial inspection of the latch. Upon further inspection, the fse noted that the door lock failed and the rotor was stuck on the hub. The fse replaced the door latch, removed the rotor, and lubricated the spindle to resolve the issue. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to a defective latch. (B)(4).